Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in new castle upon tyne, united kingdom. A field service technician was dispatched to the facility to investigate the device and confirmed the reported issue. The device was requested for investigation at the manufacturer site. Results revealed that the unit worked according specifications and no damage/malfunction could be identified. Based on all above facts, it cannot be ruled out that the reported problem was related to a hospital gas supply issue.

Event description:
Livanova deutschland received a report that a s5 gas blender system displayed an error code associated to a discrepancy between the set and the actual values of the gas output during setup. There was no patient involvement.